Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 3 years later due to recurrent dislocations. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# 650-1064 lot# 3047869 cer option type 1 tpr sleve -6. Cat# 650-1057 lot# 3043502 cer bioloxd option hd 36mm. Cat# 110010244 lot# 65028647 g7 osseoti 3 hole shell 52mm e. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.